Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the doctor told that he was monitoring every time the instrumentation technician positioned the instrument, and this was made correctly.

Event description:
It was reported that during a lung biopsy cx procedure, the doctor fired the device for the second time. The load begins to be fired and moved out of the instrument, and this followed into the patient. After its removal, it showed that the pushers of the first tranche were raised. Then, the doctor used the device twice more with no inconvenient till the last time, that the doctor realized that the load was not in the device's jaw. After this, the doctor removed, installed and fired the load again and the device worked correctly. There were no adverse consequences for the patient.